Event description:
It was reported that the ilet could not charge on the wireless pad, as the indicator light blinked and would not remain on despite attempts with multiple outlets, and a replacement charger was sent while the user was advised to use a third-party option temporarily. Customer care provided support that included telephone troubleshooting and verification of use environment. Investigation of this case revealed a suspected charger malfunction consistent with a power or charging subsystem issue, with no evidence of patient harm. No clinical symptoms reported during the event. Outcomes included no clinical impact, no hospitalization, and no alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging accessory.